Event description:
A neighbor reported via phone call that the insulin pump alarmed motor error and no delivery. The blood glucose reading was 300 mg/dl. The high blood glucose readings were treated with a manual injection. The blood glucose readings went down to 220 mg/dl. There were no significant events leading to the alarm observed. Troubleshooting was conducted and they were able to complete the rewind sequence. At a different time the customer inserted a new battery and received an error alarm. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit passed the basic occlusion test, displacement test and self- test. There was no motor error alarms noted. However, the unit was unable to prime unit during prime/ compromised force sensor test due to faulty fsr (gold). There was no unexpected no delivery alarms noted. There was no a29 alarms noted. The motor was tested outside the device and passed. The unit was received with cracked battery tube threads.